Event description:
The patient's mother reported that her son was hospitalized with diabetic ketoacidosis. She said that he had been wearing a pod for three days. On (B)(6), his blood glucose result was 407 mg/dl, at 10:17am. On (B)(6), his results were 383 mg/dl at 10:30am, "high" (>500 mg/dl) at 2:30pm, and 454 mg/dl at 6:47pm. On (B)(6), he had the following results: 272 mg/dl at 9:30am, 252 mg/dl at 11:00am, 492 mg/dl at 12:00pm, "high" at 3:00pm, 407 mg/dl at 4:00pm, and 442 mg/dl at 5:30pm. She stated that the next day (B)(4), he woke up in the morning and vomited. She gave him a 10u manual injection and called his doctor. Shortly afterward, she rushed him to the emergency room of cape may hospital, where his blood glucose result was 410 mg/dl when he was checked in. He was then transferred to (B)(6) medical center by ambulance, where he was admitted to the intensive care unit in critical condition. She reported that his results that day were 268 mg/dl at 12:30pm, and 356 mg/dl at 1:16pm. She did not provide details of his treatment at the hospital, but said that he was released on (B)(6). The pod was discarded.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia, diabetic ketoacidosis and hospitalization. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It also warns, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones! Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."